Event description:
It was reported that in a clinical observation of "the role of microcyn hydrogel in preventing p1cc infection in elderly patients. It was documented on the paper that the iv3000 (smith & nephew) was applied to 60 patients, 5 cases presented clinical manifestation of bloodstream infection. It is unknown treatment of this complication.

Manufacturer narrative:
Results of investigation: we have now concluded our investigation for the complaint received. ¿a review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. ¿the complaint history file contains further instances related events of the reported events. ¿the device was intended for use in treatment. As no samples were returned, a product evaluation could not be carried out. Dressings should be changed around every 3 days but in some cases may be left in place for 7 days. If the adhesive integrity is compromised due to prolonged wear, the surgical site may be susceptible to external contamination.¿ ¿a clinical investigation concluded; the data provided is from a chinese article on, "the role of microcyn hydrogel in preventing p1cc infection in elderly patients "author: wu yuyun, the provided translation was presented in excel spreadsheet in english. All reled documents are under the master case-2020-00008674. However, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause of the blood stream infection and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. As the product code is unknown, a review of the device labelling could not be carried out. ¿ the associated risk file contains the reported event. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.